Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in0) accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Explantation date: april 8, 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 525cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her right side postoperatively. The issue was diagnosed during office visit. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
On april 29, 2022, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3506004bc; serial number (B)(6) on the left side, and with catalog number 3506004bc; serial number (B)(6) on the right side on (B)(6) 2022. Field d6b has been updated on this form. On may 4, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 525cc breast implant had a crease/fold on the anterior view mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2022, mentor became aware that the date of explant was moved from (B)(6) 2022 to (B)(6) 2022. Field d6b has been updated to (B)(6) 2022 on this form. Manufacturer¿s reference number: (B)(4).